Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's pacemaker exhibited loss of capture. Programming changes were discussed, but not made. No intervention was performed. The patient had no adverse consequences.